Manufacturer narrative:
Customer technical support sent a replacement kit to the customer. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report receiving a damaged synchron control level 3 bottle, which leaked. No injury was reported.